Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Event description:
A user facility in the united kingdom reported soft plastic pushed out of the phaco tip into the eye upon initial use of handpiece. No physical harm recorded. The particle was removed from the eye but is not available.

Manufacturer narrative:
The product is not available for return. The investigation of this event is in progress.